Event description:
An orsiro drug-eluting stent system was selected for treatment. During an extremely difficult and complex treatment of the proximal cx, the stent dislodged and was not found. It is presumed that the stent remained in patient, crushed within the stented portion of the proximal cx during post dilatations. 6f and 7f guideliner v3 catheters were used during procedure. Follow-up imaging showed 0 percent residual stenosis.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. Neither the complaint instrument nor the angiographic material was returned for analysis. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined.